Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that after a case, the imaging system will not go to the home position. After pressing for an extended time and additional times, the home position does not work. Only the tube and the detection moves slowly. There was no patient present when this issue was observed.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. After several attempts in trying to resolve this issue. The representative was unable to perform the repair. The system was exchanged with a new imaging system. If information is provided in the future, a supplemental report will be issued.